Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and boot up receiver and it passed. Performed functional testing and passed. The share log was reviewed and there was a "loss of connection" gap within the investigation window. The complaint confirmation was confirmed via share data log. The root cause could not be determined post investigation because the complaint could not be replicated with the returned device.